Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 451 mg/dl after changing set her sugars went down to the 250's mg/dl, the customer woke up fine at 99 mg/dl as well. The customer states had a problem with reservoir and a infusion set. The customer also states there is blood at the site. The insulin pump will not be returned for analysis.